Event description:
It was reported that air bubbles were observed within the infusions set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 445 mg/dl.